Manufacturer narrative:
The ring portion of the device was returned in a condition that made it impossible to evaluate and the failure was unable to be duplicated.

Event description:
Facility reported that the surgeon could not load a malyugin ring into the inserter. There was no indication of patient, user or procedural impact.